Event description:
Rn and md at bedside placing an arterial line. Pt having labile bp throughout shift, bp monitoring low and nurse turned to look at ivs to see what dose levophed was at. IV pump with completely whited out screen and not infusing levophed at the dose it was running, 0.05mcg/kg/min. Rn attempted to push keypad with no results, IV pump did not beep or alarm in any way before the screen turned white. Verified this with rn and md who were both at bedside, (B)(6). Then took IV tubing out of pump and placed into new pump to restart infusion of med. Did not have the ability to leave the room and go and get new IV bag of levophed and new tubing to prime and then start in new IV pump. So IV tubing was removed from the pump for the reason of necessity to get the pt the med as fast as possible so that pt did not have a prolonged cessation of med infusion. After med was restarted rn and md notified charge nurse of event and safety stop was called. IV pump was left as it was found and given to safety stop responders. (B)(4).